Event description:
It was reported that pump displayed malfunction alarm code 12 with fault ID 12-0x2071, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset pump, assisted caller with performing reset, confirmed malfunction did not recur, advised customer to continue using pump, and instructed caller to contact technical support again if problem returned.